Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at 30mmh20. The valve was visually inspected; needle holed in the needle chamber were noted. The valve was hydrated. The valve was tested for programming and failed the test. The cam mechanism did not move during the programming process. The valve was flushed and passed the test, no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusion was noted. The valve was reflux tested and failed the test. The silicone was cut just before the cam mechanism. The cam mechanism was moved. The valve was retested for programming and the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification. Bump marks and a crack in the valve casing were noted. The cam magnets were controlled and passed. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause for the programming problem is due to the valve receiving a hard knock, crushing the valve casing. Based on the results of the investigation, the reported issue was confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a hakim programmable valve was suspected of being obstructed and was revised. Implant date is unknown. The patient is recovering well. The valve will be returned.